Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's power cord was found damaged. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "damaged power cord". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the reel, ac power cord, domestic , tdk lambd due to the damaged plug. After the replacement fse had passed all the calibration, functional and safety tests were being performed. The unit was returned to the customer and cleared for clinical use. There was no involvement of the patient.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.